Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.4, lab: 3.0. Tests were done within one hr of each other.

Manufacturer narrative:
Investigation pending.